Manufacturer narrative:
The user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an auto-off alarm. The customer acknowledged that there was no interaction with the pump prior to the alarm, and therefore the alarm was valid. Tandem technical support educated the customer on the pump's auto-off safety feature and advised the customer to consult with the healthcare provider prior to modifying the setting. Customer acknowledged. Additionally, it was reported that the pump intermittently stopped charging when the pump was plugged into a power source. There was no reported adverse impact to the customer's blood glucose (bg) level related to the reported issues. Reportedly, the customer reverted to an alternate pump for insulin therapy.